Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours on the arm. The patient sought medical attention on (B)(6) 2024 (B)(6) hospital and was prescribed flucocin 500 mg to be taken 4x a day for 5 days. As the infection worsened, the patient went to (B)(6) hospital again on (B)(6) 2024 and was instructed to visit (B)(6) hospital where the infection was diagnosed as cellulitis. The patient was treated with antibiotics coamoxiclav amoxicilina 500mg via intravenous and clavulanic acid 125 mg tablets.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.